Event description:
Revision surgery for cemented tibial tray loosening, causing knee instability, 1 year and 8 months post primary. Tibial tray and liner were revised successfully.

Manufacturer narrative:
Batch review performed on 30 may 2023: lot 2011074: 131 items manufactured and released on 11-mar-2021. Expiration date: 2026-02-24. No anomalies found related to the problem. To date, 124 items of the same lot have been sold without any similar reported event in the period of review.